Event description:
The surgeon implanted a silicone lens in 2004 and he states the lens rotated 90 degrees overnight. He removed the intraocular lens the next day without further injury. It is believed by the surgeon that the iol was too short for the capsular bag.